Event description:
The lay user/patient called lifescan (lfs) on july 10, 2006, and alleged that her meter would not power on due to a loose battery cover. The medical affairs specialist spoke to the patient on july 12, 2006, and obtained and verified the following information. The patient reported she was unable to test on her meter for 3 months because the meter would not power on. She stated that sometime when the meter would turn on, she lost the meter. She takes blyburide twice daily and glucophage once a day. At some point, she does not recall the date and could not give an approximate date, she visited her physician. She could only state that she visited the physician after she lost the meter. Her blood glucose was tested and the result was 250 mg/dl. She had been very tired and thirsty at the time of the visit. The patient was not given any medications, she was told to continue taking her oral medications. The patient no longer has the meter; therefore, no troubleshooting was performed. This complaint is being reported, as the patient was unable to test her blood glucose due to the meter issue, and she subsequently was found to be hyperglycemic with symptoms. A replacement meter has been sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.